Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code 99-56-22060 lot v1369471 (lot laser marked on component 56-22060) before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, no other notifications have been received on this specific device lot. Technical evaluation: the device concerned was received by orthofix (B)(4) on april 28, 2017. The technical evaluation on the returned device is currently on going. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation are available. As soon as the results of the technical investigation are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: o hospital name: (B)(6); o surgeon's name: dr. (B)(6); o date of initial surgery: (B)(6)2017; o body part to which device was applied: ankle; o surgery description:correction; o patient's information: female; previous health condition: not known; o problem observed during: clinical use on patient/intraoperative; o type of problem: device functional problem; o event description: during surgery the surgeon tried to apply (new style) long tl-hex struts to the 180mm tl-hex double row footplate. The (new style) tl-hex struts did not fit in the mounting holes. A second set of (old style) tl-hex struts were available at the hospital and were then sterilised and used in the surgery. No further issue caused. The complaint report form indicates: o the device failure did not have any adverse effects on patient; o the surgery was not completed with used device; o a replacement device was immediately available to complete surgery; o the event led to a clinically relevant increase in the duration of the surgical procedure -time needed to sterilise (old style) tl-hex struts; o an additional surgery was not required; o a medical intervention (outpatient clinic) was not required; o copies of the operative report are not available; o copies of x-ray images are not available; information on patient current health condition: correction completed and frame removed (B)(6) 2017. (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code 99-56-22060 lot v1369471 (lot laser marked on component 56-22060) before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, no other notifications have been received on this specific device lot. Technical evaluation: the device involved, received on april 28th, 2017 was examined by orthofix (B)(4) quality engineering department. The device was subjected to visual and functional check as per orthofix (B)(4) specification. The visual check confirmed that the device was used. There are signs of posts and bolt that have been coupled to the ring. The functional check evidenced that all the holes of the ring returned were conforming to specifications in place at the time of manufacturing. However, the holes of the ring received were manufactured at the lower end of tolerance. This condition caused interference with the new revision of struts. The results of the technical evaluation evidenced a partial incompatibility between rings and struts manufactured according to different design versions. Medical evaluation: no medical evaluation was performed as some information regarding the medical procedure and treatment, operative reports, x-ray images have not been made available. Final comments: the results of the technical evaluation evidenced a partial incompatibility between rings and struts manufactured according to different design versions. Orthofix (B)(4) evaluated the issue based on probability of occurrence, severity of the potential harm and available countermeasures as follows. In details: the old revision of rings / footplates are compatible with old design of struts; the rings/footplates are single use devices; the involved version of rings is now out of production; only the most recent design of struts may not be compatible with the rings/footplates manufactured according to the old revision of the drawing (only if ring/footplate was manufactured on lower side of tolerance range); orthofix stock verification did not detect other batches of old revision of rings/footplates with similar problems. The potential harm posed to patient range between the following: surgery delay, additional surgery to replace rings/footplates. The countermeasures allowed by orthofix (B)(4) sets usually available for a surgery are: temporary locking with rapid adjust struts and after latency days, replacement of rapid adjust struts with tl-hex struts in compatible version; addition of rings/footplates compatible with struts in use; convertion of the frame into a frame mounting other orthofix (B)(4) linear distractors. As a result of the risk evaluation, considering the severity and probability of the risks identified and the detectability of the issue, the team has agreed that the residual risk is acceptable according to orthofix policy for determining acceptable risks (pg208-01). Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon's name: dr. (B)(6); date of initial surgery: (B)(6) 2017; body part to which device was applied: ankle; surgery description:correction; patient's information: female; previous health condition: not known; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem; event description: during surgery the surgeon tried to apply (new style) long tl-hex struts to the 180mm tl-hex double row footplate. The (new style) tl-hex struts did not fit in the mounting holes. A second set of (old style) tl-hex struts were available at the hospital and were then sterilised and used in the surgery. No further issue caused. The complaint report form indicates: the device failure did not have any adverse effects on patient; the surgery was not completed with used device; a replacement device was immediately available to complete surgery; the event led to a clinically relevant increase in the duration of the surgical procedure -time needed to sterilise (old style) tl-hex struts; an additional surgery was not required; a medical intervention (outpatient clinic) was not required; copies of the operative report are not available; copies of x-ray images are not available; information on patient current health condition: correction completed and frame removed (B)(6) 2017. (B)(4).